Event description:
It was reported that during induction of anesthesia the syringe module had stopped infusing and stated "calibrate syringe" on the display panel. As a result, the syringe infusion could not be initiated. The patient subsequently experienced a drop in blood pressure following prior administration of metaraminol and the inability to resume the syringe infusion. The patient required intubation to regain blood pressure stability. Upon customer biomedical engineering review of the logs, error code 351.6660 was noted on the day of the event.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.